Event description:
This 66-yr-old male is post aortic valve replacement in 1986, using an aortic valve mitroflow, 21 mm. The pt required valve replacement now due to chf and disabling exertional dyspnea. Gross exam of explanted valve: the bioprosthetic pericardial valve was noted to have one leaflet that was torn at both posts without calcification. This leaflet did not coapt with the other two leaflets, giving what appeared to be central aortic insufficiency.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, leaflet. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.